Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 600 mg/dl at the time of incident. Customer was treated with novolog by her doctor. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform the high pressure test. Customer was insisting to replace the insulin pump. Customer decline troubleshooting for high blood glucose. Customer was advised to change the entire set, reservoir and insulin and treat as per health care professional. The device will return for the analysis.